Event description:
When the "vitrector" was being used on a case and the cable disconnected during the case from the machine operating unit. The surgery tech in the room had to hold the cable into the connection port to complete the case. At the time of the disconnection doctor reported there had been a loud noise from the unit as well. Mfg was notified. Service rep instructed in house biomed on how to exchange defective connector. Biomed replaced connector. The next day the dr noticed a difference in the "vitrector's" function as soon as he began depressing the petal to perform the removal of vitreous. The case was able to be completed by bringing in the phaco unit and after use of 2 additional sets of equipment for the "vitrector" being opened. Dr said that the pt's vitrectomy was "suboptimal". There was a increased size of the tear temporally. The pt may have to return for a second procedure due to the performance of this piece of equipment.